Event description:
It was reported that the generator makes noise when turned on. The unit was tested with the handpiece and it does not work. There was no reported pt consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the main printed circuit board (pcb) to correct the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further invesitgation is warranted.